Manufacturer narrative:
Describe event or problem; corrected data: "the lead and generator were received for analysis." This information was inadvertently left off of the initial MFR. Report. Device available for evaluation; corrected data: this information was inadvertently left off of the initial MFR. Report. Evaluation codes, method and conclusions; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
The lead and generator were received for analysis. Additionally, it was noted by the patient's last known physician that the patient's device was programmed off in (B)(6) 2009 and was not programmed back on. The physician's office was unaware the patient had passed away. The physician's office stated the patient was programmed off as the patient's mother did not think the patient was doing better and her health and quality of life was starting to deteriorate and they needed to focus on other things for that patient. Product analysis for the returned lead was completed, but it should be noted that a majority of the lead assembly (body), including the electrodes, was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. Analysis of the lead found what appeared to be white deposits observed on the connector boot. Eds (energy dispersion spectroscopy) was performed on the deposits and identified the deposits as containing silicon, phosphorus, sodium, magnesium, and calcium. The condition of the returned lead portion is consistent with conditions that typically exist following and explant procedure. No obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there was no evidence to suggest an anomaly with the returned portion of the device. Generator analysis is expected, but has not been completed to date.

Manufacturer narrative:
Describe event or problem; corrected data: this information was inadvertently left off of the supplemental #02 MFR. Report.

Event description:
Based on the information provided to the manufacturer, it does not appear that the patient's death, which occurred in 2016, was related to vns as the vns had been programmed off in 2009. Additionally, the product analysis results of the generator concluded the vns had worked properly throughout the life of the device and functioned within normal limits.

Event description:
It was reported by the staff at the funeral home that they had an explanted generator that they needed to return from a deceased patient. No additional information was given. An obituary search was performed and it was found that the patient had passed away on (B)(6) 2016 from a "debilitating brain disease". The internal programming history database was reviewed; however, the most recent information is from (B)(6) 2009 and did not provide any relevant information related to the patient's death that occurred on (B)(6) 2016. It was noted that the device was working as expected through (B)(6) 2009. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis (pa) for the returned generator was completed. Although the allegation of lack of efficacy cannot be evaluated in the pa lab, the proper functionality of the generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified within the pa lab. In the lab, the device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated the generator provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. Additionally, a comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. The battery voltage was measured at 3.027v, which confirmed an ifi = no condition. There were no performance or any other adverse conditions found with the generator.